Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a consumer to our local affiliate (B)(4). Initial and follow-up info received on (B)(6) 2008 respectively, was processed together. This case involves a (B)(6) female pt who received poly-l-lactic acid (sculptra) therapy on (B)(6) 2008. She had two vials injected at each treatment. Relevant medical history included a heart attack in 2003. Sometime in (B)(6) 2008, the pt reported having several nodules despite messaging as directed. She reported that she has several nodules on each side of her mouth and cheeks, and some of the nodules were very large. She reported that the physician diluted the 3rd set of vials on (B)(6) 2008 and that her left cheek is now much larger than the right cheek, and that her mouth now looks crooked. (B)(4). Additional info received on (B)(4) 2008: (B)(4) results revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no batch number is available, an investigation has been performed on documentation of all potentially involved mfg batches marketed in (B)(4). The review of the dhrs (device history reports) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related.

Manufacturer narrative:
Conclusion: no faults detectable.